Event description:
In this event it was reported that a pt experienced chronic inflammation after the use of ah plus. The inflammation lasted for approximately one year. The pt was tested and had a positive reaction to ah plus, specifically paste b.

Manufacturer narrative:
Allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.